Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a revision took place. The physician suspected the clinical observations noted were due to the patients cardiac muscle. A dislodgement was not confirmed. The system was explanted, and the lead will be returned for analysis. A new system was implanted on the opposite side. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing, upon further information this investigation will be updated.

Event description:
Boston scientific received information that an increase in pacing thresholds was noted as well as pacing failure when it comes to this device and right ventricular (rv) lead. The pacing output was increased and a revision was scheduled. It was not confirmed but a possible in the rv lead location was suspected from the original implant location. No adverse patient effects were reported.